Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to complete incoming functionality testing.